Event description:
In 2004 - present: noticed less strength in both arms w/continued exercise routine. Legs also somewhat weak. Past year have wake up each morning w/ lower arms and hand and fingers tingly or numb. Walking and standing often un-balanced. Hands are much weaker than normal. Some problems w/lymph infections in groin area and under arms. Dose or amount: various. Frequency: daily. Dates of use: daily.